Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found with teflon pad damage at the distal tip. Missing material, approximately 0.12¿ x 0.06¿, was not returned back. The known common cause of this failure is mishandling/misuse. Failure analysis found the primary failure of teflon pad damage to be related to the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tissue pad head end was fractured. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.